Manufacturer narrative:
The available info suggest that the electrode remains in-service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt received inappropriate shock therapy one-day following the implant procedure. At the time of the inappropriate therapy delivery sensing had been programmed in primary vector. The pt was at home and received shock therapy while wheeling himself to breakfast. The pt was seen in-clinic and analysis of all three sensing vectors from captured s-electrograms (taken 2-3 hours post shock) identified noise on primary and alternate only. Physical tapping on the xyphoid incision reproduced the clinical observation as identified on the captured s-electrograms. At that time, the sensing vector was reprogrammed from primary to secondary and the pt was sent home. Stored info was uploaded to the MFR's database for review. Th e local rep was contacted by in-house engineering to discuss possible cause of lead noise in secondary and alternate sense vectors. Since noise could be isolated when tapping on the xyphoid area, a device header issue was not likely. Other root causes included dry incision area, sternal wires or primary lead issue. The local rep commented that the implanting physician manipulated the electrode quite vigorously during the implant procedure. In-house engineer suggested that a chest xray would be helpful to rule-out sternal wire/electrode contact. The pt has been rescheduled for another in-clinic f/u in (B)(6) 2013 and reassessment of the system will be undertaken at that time.